Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient underwent a sling procedure on (B)(6) 2010 due to stress urinary incontinence. Due to mesh erosion, pain and dyspareunia, the mesh was removed on (B)(6) 2010.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure in (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries, including excision of the pelvic mesh in (B)(6) 2010. No additional information was provided.